Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder would not work. A replacement unit was used to complete the procedure. The occurrence date is unk, but the event occurred during the week of (B)(6) 2010. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on apr 19, 2010, for investigation. Visual inspection revealed that there were no nonconformities or signs of usage. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test after several device activations. Based upon this, the reported failure "device would not work" is not confirmed. A device lot history review was performed and there were no non-conformities that could have attributed to the reported failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).